Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with trauma and multiple pelvic fractures. Approximately seven years and one month post filter deployment, an inferior venacavogram revealed that the filter migrated, filter strut detached, difficult to remove and the detached strut embolized within a tertiary pulmonary artery branch. The device was removed percutaneously. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and one month of post deployment, an attempt was made to retrieve the inferior vena cava filter from the patient¿s body. An 18-gauge needle was used to access the right internal jugular vein directly under ultrasound guidance, then a 0.038 wire was inserted. A 0.035 rosen wire was advanced to the level of the confluence of the iliac veins, followed by a pigtail catheter. A single hand injection demonstrated that the filter was noted to be in an infrarenal location, upright position and potentially retrievable. There was evidence of angiographic caval penetration by several of the filter struts. At this point, the pigtail catheter was removed, the short 5-french sheath and advanced the 11-french retrieval sheath to just above the top of the filter. The snare was advanced through the retrieval sheath and the top of the filter was captured. The physician was not able to collapse the filter using the inner sheath; therefore, collapsed it partially using the outer sheath. At this point, the filter dislodged from the inferior vena cava wall, where there was some mild caval penetration. With the filter in-snared, the physician attempted several more times to fully encase the filter with the outer sheath; however, it was unable to do so, leaving the filter ensnared and partially withdrawn into the outer sheath. The physician was able to remove this through the jugular vein without difficulty. The filter was then inspected on the back table, while direct pressure was held over the right jugular vein. One of the small filter struts appeared to be missing. The physician did on-table fluoroscopy to see if that was retained within the cable wall, as this was more common with long indwelling times; however, the physician did not see this small filter strut in that location. The physician additionally examined the superior vena cava and then the right and left chest, and was able to identify the small strut embolized within a tertiary pulmonary artery branch. At this point, the procedure was concluded. Therefore, the investigation is confirmed for filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for filter migration. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter migration and filter limb detachment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.